Manufacturer narrative:
Investigation summary: no device was returned, so no evaluation could be performed on the actual device. Lot number is unknown so device history records could not be reviewed. A review of complaint history for device did not reveal a known device problem. Patient has a history of urinary tract infection associated with routine catheterization. Manufacturer is unable to confirm that the catheter caused or contributed to the event.

Event description:
User reported she felt pain during insertion and experienced bleeding. She felt a raised sharp area on the catheter. User experienced a uti not very long after the incident so she believes it may have contributed to her getting a uti.